Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01428, 3005168196-2019-01429, 3005168196-2019-01430, 3005168196-2019-01432.

Event description:
The patient was undergoing a embolization procedure in the popliteal artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician made a direct stick into the patient's anatomy, and attempted to advance a ruby coil through a non-penumbra catheter, while advancing the ruby coil, it became stuck within the non-penumbra microcatheter; therefore, the ruby coil was removed and re-sheathed. The non-penumbra microcatheter was then re-positioned and the physician attempted again to advance the same ruby coil; however, the coil would not advance out of its introducer sheath; therefore, the ruby coil was then removed and not used in the procedure. The physician attempted to advance a new ruby coil with the same non-penumbra microcatheter, but same issue occurred; therefore, the coil was removed. The physician re-positioned the non-penumbra microcatheter and attempted to advance a third ruby coil; however, it became stuck in the non-penumbra microcatheter; therefore, the non-penumbra microcatheter and ruby coil were removed. The physician then advanced a lantern delivery microcatheter (lantern) and successfully placed 15 ruby coils without an issue. However, while advancing the 16th and final ruby coil, the physician experienced resistance and the coil became stuck approximately three inches into the proximal portion of the lantern; the ruby coil was then retracted several times, but it would not advance past the resistance in the lantern; therefore, the ruby coil and lantern were removed. The procedure was ended after removal of the final ruby coil as the physician was satisfied with the result obtained with the other ruby coils. There was no report of an adverse effect to patient.